Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a right ventricle ablation procedure a blood clot developed on the catheter after it was positioned on the surface for a few minutes. An intra-cardiac echo catheter visualized the clot, heparin was administered and the case was continued. The clot was not visualized at end of case. There were no patient complications noted.